Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a revision on (B)(6) 2020 and had the ins moved to the other side because it was turning and causing pain. Patient said that started probably a month and a half ago. Patient said on (B)(6) 2020 when the device is turned on they had electrical shocks and it is very painful and strong, even when it is turned down they felt it. Patient said it is fine if turned off. Patient said, it feels like a fluttering and painful shock and when they move in different positions can feel a flutter. Patient feels stimulation in the bicycle seat region. Patient was on program 1 at 1.5 volts and said they had turned it down to .8 and .9. When they called the stimulation was currently off because it hurt when on. Patient changed to program 2 and increased to .6. Patient has had no falls or accidents. No further complications noted or anticipated.